Event description:
Information was received from a manufacturing representative (rep) regarding a patient with an implantable neuro stimulator (ins) for lumbar radiculopathy. It was reported that the patient was feeling random surging in his low back and legs down to his knees (target area of stimulation). The patient felt surging while just sitting in chair at his clinic visit with rep. The surging does not last long. The patient has not had any changes at his pocket site and has not had any falls or procedures. The patient did have some injections done last year and rf ablation in his si joint area in 2016 to nothing that coincides with onset of surging of stimulation feeling. The impedances were >10 and >20 k on #0. Other impedance were normal range. The rep noticed that the impedance of this electrode changed and normalized after patient had palpated over the ins area while impedances were measured. While the patient palpated the pocket, the #0 electrode pair went down to between 600-1477 ohms. The rep did change programming (B)(6). The rep moved down on lead so that he was using 3,4,5,6 on one program and 1,3 an 8,9 on the other program. Reviewed possible intermittent open given changes in impedance with palpation. Reviewed during further work around programming, doing imaging of the system and considering something invasive if they can't address with more conservative methods. No further patient symptoms or complications were reported in this event.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient¿s healthcare provider (hcp) on (B)(6) 2017. It was reported that the cause of the surging stimulation and impedance issue was not determined. The hcp stated that after reprogramming, both issues have been resolved. No further complications were reported or anticipated.